Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the cap leaks when IV was hooked up. No patient harm was reported.

Event description:
The customer reported that the needle-free connector on the extension set leaks when the IV was hooked up. They noticed the hub was 'crooked' which they felt caused the leak. No patient harm was reported.

Manufacturer narrative:
The customer report of a leak was confirmed. Visual inspection showed no anomalies. Functional testing showed a leak from the engagement of the needleless valve and the luer entrance of the set.. Both valves were carefully cut open where the valve top and base components meet and a tear was observed on each of the silicone valve components. The cause of the leak was due to damaged silicone valve components within the maxplus valves. The potential root cause of the damages were identified to have occurred during the valve component¿s assembly/automated process.